Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the helix would not extend and retract properly due to the large amount of dried blood in the sleeve head; full lead analyzed.

Event description:
It was reported during the implant procedure that the helix would not extend properly in the rv. The lead was not implanted, it was removed and replaced. There were no patient complications reported as a result of this issue.